Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported to abbott that the patient had expired due to unknown cause. Based on abbott technical support's assessment of the device session records, several ventricular fibrillation episodes due to right ventricular noise, non-sustained oversensing, and post sensed t-wave oversensing were treated with appropriate therapy. There was no indication of lead or device malfunction that caused or contributed to the patient's death.